Event description:
It was reported that the stent was damaged and difficult to position, requiring the use of another stent. The 70% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6x100x120 epic stent was advanced for treatment via contralateral approach. However, it was noted that the stent jumped during deployment and not able to cover the entire lesion. Subsequently, the stent was crimped and could not be reconstrained, so it was then implanted. The procedure was completed using an 6x80 epic stent by over lapping. No patient complications were reported.

Manufacturer narrative:
E1 - (B)(6).